Manufacturer narrative:
Approximate age of device ¿ 2 years and 9 months. The patient remains ongoing on lvad support; however, a portion of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that system controller history interrogation performed by the hospital clinician revealed more than 10 driveline faults. It was reported that the entire external percutaneous lead (driveline) was covered in rescue tape with multiple areas where the rescue tape had come off leaving the underlying wires exposed. The healthcare professional manipulated the wires but could not reproduce any alarms. The driveline felt intact, but some areas were reportedly difficult to assess due to multiple layers of rescue tape. The patient was reported to be asymptomatic. Driveline x-rays and the system controller log file were submitted for review. Per the manufacturer's technical service representative, the x-rays appeared unremarkable. The driveline fault alarms were confirmed during technical services review of the submitted log file. These were authentic driveline faults caused by an issue with the driveline. The driveline fault circuitry identified a broken or degrading wire in phase c. On (B)(6) 2018, a distal end percutaneous lead (driveline) replacement approximately 2 inches from the exit site was performed. Post driveline replacement, the lvad was tethered on a grounded power module patient cable without issue. An additional log file submitted for review on (B)(6) 2018 showed no unusual events post driveline replacement.

Manufacturer narrative:
Device evaluation: the report of a suspected driveline issue could not be confirmed during the evaluation of the returned segment from the heartmate ii lvas, serial number (B)(4). The submitted log files showed the pump operating above the low speed limit during the captured events and 42 driveline fault alarms were noted. Additionally, there were low flow alarms recorded within the log files. The system appeared to be operating as intended. The approximately 19-inch segment of driveline replaced by technical service was returned for evaluation. Examination of the driveline found damage to the silicone jacket approximately 2.5 inches, 5 inches, 6 inches, 13 inches, and 15 inches from the system controller connector. There was no visible damage to the bionate but there was some breakdown of the braided shield beneath it approximately 3 inches and 13 inches from the system controller connector. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires found kinking in the black wire approximately 13 inches from the system controller connector. The driveline was submerged in a saline bath for high-potential testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that could have contributed to an electrical short. The returned driveline operated a test pump on a mock circulatory loop and no atypical alarms could be reproduced. The evaluation of the returned driveline did not reveal a device related issue that would have contributed to a functional issue. The patient remains ongoing on vad support and no further issues have been reported. No further information was provided. The manufacturer is closing the file on this event.